Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (265 mg/dl); however, customer believes food consumed prior to blousing may have been cause for elevation.